Event description:
It was reported to philips that the ac power module will not charge battery, making noise and there was no led indicator. There was no reported patient or user involvement and no adverse patient/user impact.